Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, the coil unexpectedly detached when advanced from the introducer. There was no reported intervention or patient injury. The current patient's status is reported to be doing fine.

Manufacturer narrative:
The device was returned for evaluation. The resistance of the system was measured to be within specification. The pusher passed the pretest with v-grip, which showed a green light when tested in all four (4) angular positions. The pusher was noted to be in good condition, without any damages whatsoever. The distal black pet covering the heater coil section showed no signs of thermal damage, however was slightly folded. The attachment tether demonstrated a stretched tail. The implant was returned for evaluation still attached to the marker band; however, was noted to be severely stretched at the proximal section, and the distal section was deformed with several overlaps. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.